Manufacturer narrative:
One 2.8 twinfix ti anchor and inserter were returned for evaluation. No suture was returned prohibiting confirmation of the reported complaint of suture breakage. Visual assessment of the anchor showed damage to the proximal threads and hex. The inserter shows no damage. Without the return of the suture no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure, the anchor's suture broke while tying knot. The anchor was removed and a backup anchor was used in the same bone hole. No patient injury or complications were reported.